Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced frequent nighttime low glucose readings over several weeks, with values reaching 58 mg/dl, and self-treated with oral glucose to return to range; the user was advised to verify lows with a fingerstick to rule out compression-induced readings and to consult the clinical team about potential cgm target adjustments. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention in the form of medication (oral glucose). Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.